Event description:
The home care provider and plaintiff's attorney reported the following: (1) the plaintiff claims that their companion 590 oxygen concentrator failed to deliver sufficient oxygen, which caused patient to suffer serious personal injury. (2) on a routine check of the equipment, the hcp found that the oxygen concentrator the patient was using had low flows. (3) the patient never complained of low flows to the hcp. (4) the hcp switched out the concentrator immediately. (5) the patient had been in and out of the hospital before and after the concentrator was replaced. (6) the patient had other sources of oxygen in their home.